Event description:
Foley catheter was removed from pt and a small cuff at the base of the balloon did not fully deflate, leaving an approximate 1cm ridge around the catheter and potentially causing the pt pain upon removal.